Event description:
It was reported that the user experienced difficulty connecting a newly applied freestyle libre 3+ sensor, with the ilet displaying ¿pairing with sensor¿ for over one hour and repeated scan attempts resulting in scan error messages. Investigation included user interview and troubleshooting of cgm configuration. The user was guided to toggle the cgm type on the ilet and restart the sensor setup process, after which the sensor was successfully activated and the warmup period displayed in the cgm menu. No malfunction of the ilet device was confirmed, as the issue resolved through standard troubleshooting steps and the device functioned as intended. The event was attributable to cgm setup configuration rather than a device failure. A follow-up report will be submitted if additional issues are reported or if device evaluation identifies new findings.